Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The device was removed due to a nonunion. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a trochanteric fixation nail advanced (tfna)revision for nonunion on (B)(6) 2017. Patient was revised with trochanteric fixation nail (tfn),hip nail. No delay in surgery and patient outcome is unknown. This complaint involves three devices. This report is 3 of 3 for (B)(4).